Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released the reported complaint of the autopulse nxt platform (sn (B)(6) displaying a flashing yellow triangle alert was confirmed in the archive data but was not confirmed during functional testing. The customer's reported complaint was not reproduced during the testing. The autopulse nxt platform functioned as intended. The customer reported fault 1210 (fault_motor_sensor_low_during_compres) was not confirmed during the archive data review and the functional testing. A review of the archive data showed no hardware faults. However, software-related fault 1097 (fault_position_sync_error) was logged for the motor encoder, confirming the reported complaint. This fault caused the yellow triangle indicator to flash. The autopulse nxt platform passed the functional testing without errors. After resetting the nxt platform software to the home position, the platform was further tested using the mztf (medium zoll test fixture) with two batteries until fully discharged without any faults or errors. Following the service, the autopulse nxt platform passed the run-in and final tests without fault or error.

Event description:
During patient use, upon powering on, the autopulse nxt platform (sn (B)(6)) displayed a flashing yellow triangle alert. The crew performed a power cycle; however, the warning light remained illuminated. The crew switched to manual CPR. No consequences or impact to the patient. Upon returning to the station, a platform inspection was performed, confirming that the band/guard was correctly installed. A replacement nxt band was installed, after which the warning indicator was cleared. Subsequently, the original band was reinstalled, and the yellow triangle warning did not reappear. The fault code 1210 was noted.

Manufacturer narrative:
Correction, h11-additional manufacturer narrative. The autopulse nxt platform passed the functional testing without errors. The platform was further tested using the mztf (medium zoll test fixture) with two batteries until fully discharged without any faults or errors.